Manufacturer narrative:
A leak in the unexposed portion of the cannula was discovered during fluid path testing at the cannula seal. Internal leaking from the seal was determined to have contributed to the observed corrosion on the battery stack. Cracking was observed in the top housing. The contribution of the cracks to the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient bg (blood glucose) levels reached 256 mg/dl. For treatment, patient gave a shot with a syringe and changed the pod. No further information provided. The patient's blood glucose and insulin history is as follows: (B)(6).